Manufacturer narrative:
Clinical review: temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to touch contamination during ccpd therapy as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human nares and skin. Therefore, liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis with other health issues and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, nausea and vomiting. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2024 presented with methicillin-resistant staphylococcus aureus. A white blood cell count in effluent was not reported through hospital records in the outpatient clinic. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal (ip) cefepime and ip vancomycin (dosages, frequency and durations not reported) but her antibiotic regimen was changed to intravenous cefazolin (dosage, frequency and duration not reported) when the patient presented a clinical picture of sepsis. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the severity and nature of infection during this hospitalization. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to septicemia, but recovered from this event and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis leading to sepsis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis with other health issues and was hospitalized. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, nausea and vomiting. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2024 presented with methicillin-resistant staphylococcus aureus. A white blood cell count in effluent was not reported through hospital records in the outpatient clinic. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal (ip) cefepime and ip vancomycin (dosages, frequency and durations not reported) but her antibiotic regimen was changed to intravenous cefazolin (dosage, frequency and duration not reported) when the patient presented a clinical picture of sepsis. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the severity and nature of infection during this hospitalization. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to septicemia, but recovered from this event and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis leading to sepsis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.